Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/14/2019. Device evaluation summary: during evaluation of the sample some creases were observed on the anterior and posterior aspect. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed for the finished device number 6805977, and no non-conformances related to the reported complaint were identified. This report contains supplemental information for mentor asr/psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent primary breast augmentation with a 600cc mentor memorygel breast implant experienced left sided baker¿s grade IV capsular contracture post procedure. The capsular contracture was diagnosed by a physician and treated with massage, results unknown. As a result, an explant was performed on (B)(6) 2019. This report contains supplemental information for mentor asr/psr reference number (B)(4).